Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, the pump lost connections to both the ilet mobile app and the paired libre 3+ sensor after initial successful pairing and warmup, and the pump could not re-pair to the app despite troubleshooting steps including app reinstall, bluetooth resets, and disabling the smartwatch; a different pump paired immediately and allowed therapy initiation. Symptoms included loss of glucose data display on the pump and mobile app. Outcomes included no reported injury, no hypoglycemia or hyperglycemia, and no hospitalization. Investigation included customer support troubleshooting and replacement of the pump to restore pairing and sensor data connectivity. Investigation of this case revealed a device communication failure affecting the pump¿s connectivity to the mobile app and cgm, consistent with a pairing malfunction of the pump communication module. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent device malfunction related to bluetooth communication.